Event description:
Clinical history: pt was a female requiring removal of 16 year atrial and rv leads and new atrial and rv leads placed. Procedure: using a 16 fr spnc catheter, the atrial lead was removed with no problem with a lase time of 2 minutes. The md elected to use the catheter without a sheath to remove the rv lead. After 9 minutes of lase time the patient arrested on the table. The CT surgeon was available immediately, however resuscitation was unsuccessful and the patient expired. A perforation was discovered in the rv. The device was not returned to spectranetics for analysis, but there was no indication of device malfunction.